Event description:
The account generated a falsely depressed hemoglobin result (5 g/dl) that repeated in the normal range when processing on the cell-dyn 1800 analyzer. The account stated all the parameters on the patient sample were extremely low with no errors or flags. No specific testing data was provided. The account requested service for the cell-dyn 1800 analyzer. The falsely depressed hemoglobin result was not reported outside of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Evaluation - field service replaced a sample aspiration probe and sample syringe. In response to this issue, an investigation was initiated to further examine the customer's observation. The investigation included a review of the complaint text, a search for similar complaints and a review of labeling. The customer had reported erratic low patient results generated with the cell-dyn 1800 instrument. A field service representative (fsr) found that the erratic results were due to a leaking sample aspiration probe and the sample syringe; both parts were replaced. The fsr successfully performed precision on the cell-dyn. Product labeling was reviewed and found to adequately address probable causes and corrections for erratic results, as well as, information on the maintenance schedule for replacing the sample aspiration probe and sample syringe. A review of the complaint trend reports for the period of (B)(4) 2010 through (B)(4) 2010 for the cell-dyn analyzer, indicated there were no adverse trends associated with the cell-dyn for this issue. Based on the information available and the investigation, no product issue was identified for the cell-dyn 1800 related to this issue.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.